Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an attempt to deploy the stent revealed a leak in the stent delivery system at the hub. The indeflator was used to successfully deploy the stent. The site of deployment was visualized slightly distal to the intended site. The results were considered acceptable and the procedure was completed. Later in the evening the pt returned to the cath lab with chest pain and a second stent was placed to cover the proximal portion of the lesion. Reportedly no pt injury occurred.